Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product will not be returned for evaluation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00194. Doi: does the use of the largest possible metal head increase the wear of vitamin e-doped cross-linked polyethylene? Two-year results from a randomized controlled trial. 10.1302/0301-620x.103b7.bjj-2020-2064.r1.

Event description:
It was reported in a journal article that one patient experienced 2 postoperative dislocations treated with closed reduction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
D10: 110010243 ¿ g7 shell ¿ 3426582. 192012 ¿ echo stem ¿ 182890. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient reported testing hip mobility with friends when the hip dislocated after an unknown amount of time post total hip arthroplasty. Subsequently, the patient experienced a second dislocation after an unknown amount of time. Both dislocations were treated with closed reduction. No revision surgery has been reported to date. Attempts have been made and no additional event information is available at this time.